Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.7. Lab: 3.0. Inratio: 1.8, lab: 3.0. Inratio: 1.9, lab: 3.0. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010, inr: 1.7, 1.8, 1.9.

Manufacturer narrative:
Investigation pending.